Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip acetabular cup.

Event description:
Eccentric femoral head position, found by the radiographic control, due to possible injury or mobilization of the polypropilene insert of the acetabular component, also confirmed by c.t. The revision surgery of the left hip prosthesis confirmed the acetabular insert rupture, on (B)(6) 2018. Patient consequences: surgery needed. First implant date: (B)(6) 2016.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.